Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No damage noted on the retainer ring. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below pertaining to svn 000317973427 and event date 31-jul-2024. Please see below for the boluses listed on the event date 31-jul-2024 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 31-jul-2024 in the pump history file. There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended (2) alarm noted on the event date 31-jul-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 31-jul-2024 in the pump history file. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 11:04:00 am. There was no power data available for the event date of 07/30/2024. Unable to check power data for low battery alert, replace battery alert/change battery fault (73) and replace battery now alarm/off no power (11). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed for 10 minutes and the pump's time reset. Retainer ring damage not confirmed, however, other cosmetic damage was noted (primary svn 000317971301). Reservoir unable to lock into place not confirmed (primary svn 000317971301). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia) on svn 000317973427. Possible under delivery anomaly not confirmed on svn 000317973427. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the damage to the retainer ring and the damage to the pump was a crack. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer reported physical damage to the retainer ring on the pump.4 no harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.